Manufacturer narrative:
(B)(4).

Event description:
Procedure type: operation for intestinal obstruction. According to the reporter: the stapler only deployed staples on one row of the staple line instead of two rows. The staple line opened during the surgery. Some feces went through and reached the abdomen. The stapling line was secured with sutures. The pt died from septic shock a day after the surgery. The device is not going to be returned because it was discarded.